Event description:
It was observed that during the device evaluation, the camera head exhibited, image capture flooding, cable flooding, a loose cable, discoloration of electrical contacts, a cable pinhole, pixel failure due to image capture failure, discoloration of main body, and scratches on the main body. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.